Manufacturer narrative:
The ventilator was investigated by our filed service engineer fse. According to fse the cause of the reported problem was due to leakage in the patent circuit. The logs were not received and no parts were replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator had no tidal volume. There was no patient harm. Manufacture's ref.#: (B)(4).